Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed. The customer¿s blood glucose level 16 mmol/l at the time of the incident. Customer stated that insulin pump was unable to rewind completely. Customer performed self test and received insulin pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to pump error 38.